Manufacturer narrative:
Clinical evaluation performed on (B)(6) 2018 by medical affairs director: partial hip revision surgery 3 years after primary cementless total hip arthroplasty. Radiographic images provided show the presence of progressive radiolucent line in gruen zone 1 and signs of stess shielding suggesting insufficient proximal fixation. Aseptic loosening is a possible, literature described adverse event after cementless total hip arthroplasty and causes are often unknown. In this case, the reason of failure cannot be determined. Batch review performed on 19 february 2018: lot 141458: (B)(4) items manufactured and released on 02 june 2014. Expiration date: 2019-04-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 medacta's sales rapresentative has been informed by the surgeon that a revision surgery is necessary due to loosenig of the stem and hip pain. On (B)(6) 2018 the revision surgery has been done, loosening of the stem was confirmed. The surgeon revised the stem and the head.

Manufacturer narrative:
Visual inspection performed on 27 february 2018 by r&d product manager: the stem was analyzed, showing a coating totally absorbed except for the area around the cut line; some scratches were present in the neck. The ceramic ball head was without any particular sign. From the received parts, it is not possible to determine the root cause of the event.